Event description:
It was reported that the patient experienced urethral erosion with the cylinders of an inflatable penile prosthesis (ipp) leading to the device being explanted on an unknown date. There were no device malfunctions associated with the explanted device and the physician did not believe the erosion was caused by the ipp. A posterior reimplant surgery was performed in which a new ipp system was implanted. The patient fully recovered following the procedure.